Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol (intraocular lens) returned in two segments with piece of surgical foam loose in a clear zip lock bag. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is torn/split-cut dividing the iol in two. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced intermediate visions still wonky vision fuzzy. The iol was explanted and exchanged for an non company lens following the secondary implant procedure. Additional information has been receive it states that patient also had some headaches.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).